Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found to have error c-00. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu/erbe) was not working. The ports had been placed. An intuitive surgical, inc. (Isi) technical service engineer (tse) checked the system logs and found error c-00. The isi tse asked the customer to restart the erbe, but the problem was still present. The customer decided to proceed with the surgery with valleylab forcetriad. The customer was completing the procedure, robotically, as expected, with less than 15 minutes delay. The procedure was completing as planned with no reported injury. Isi contacted the site and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system and the system initially powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu to resolve the issue with generator not working. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the unit returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.